Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the glucocard expression meter was giving variable readings. Customer is receiving err4 when she performs a blood test. Verified the name of the test strips are the expression strips and verified she holds the meter and strips vertical to absorb the blood. She opened the test strip bottles within the month and has had the meter for at least one month. The pharmacist explained to the patient while on the phone to warm her hands to increase the blood flow. The pharmacist assisted her with a test while on the line with me and she received err4. Explained proper testing technique to the customer. Customer stated she received a reading once before on the expression meter and received lo, then two minutes later 200mg. Customer also had two other bottles but she threw the bottles away. She stores products in her bedroom, washes hands with soap and warm water, but doesn't always change her lancets. She seals bottle cap tightly, immediately after removing a strip and is not receiving any oxygen therapy. On 4/18/2016 (B)(6) - contacted customer for more details. Customer stated she received lo then 2 minutes later she received 200mg. She stated she did not treat herself with any medications or contact the paramedics. She stated that she didn't have any symptoms to match the readings. She stated she drank plenty of water. She stated she has already mailed the meter back and I should gather the details after it arrives to our facility. Customer ended the call politely. Replacing product.